Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. The patient was attempting to have an MRI and could not be placed into MRI mode. Recovery efforts took place and the ipg was able to be recovered after connecting with the cp. The issue was resolved, and the patient could access MRI mode.